Manufacturer narrative:
Event date was reported as 3 months prior to (B)(6) 2014. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a loss of therapeutic effect and acute pain. The patient had pain in their lower back that had been going on for about three months. It was further noted the patient tried turning stimulation up, but that did not help. The patient mentioned that stimulation was in the right area, but was not strong enough. It was noted the patient could feel stimulation. The patient was hurt on the job in 2004, which is why they got the implantable neurostimulator (ins). Additional information received from the patient on (B)(6) 2016 reported that they were not getting coverage down their legs and was in pain (leg pain). This issue started in 2014. The patient stated that they had fallen 3 times and thought the ins was depleted. The first fall occurred in 2013, the second in 2014, and the most recent fall was 6 months prior (2015). They had an upcoming CT scan. The patient did have an appointment with their primary care physician on (B)(6) 2016 and was to be referred to a pain healthcare professional (hcp) as they currently did not have one. The indication for use for the implanted device was noted as chronic low back pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.